Event description:
I use a CPAP and philips is in the process of replacing certain models. Mine is registered and has been for a long time. I have friends and relatives who have received their replacements and their problems are less severe than mine. Their help line is totally unable to answer any questions except that my device is registered. My doctor at (B)(6) hospital told me that if I did not use my device, he would report it to (B)(6) dmv as I could fall asleep at the wheel. I also have ptsd and other health issues with my lungs plus am considered obese. I need my new system and I don't believe philips is following fed regulations as they are supposed to. One report from (B)(6) hospital: lung sounds: right: clear, diminished left: clear, diminished patient is: level 3 urgent reassessment protocol explained to patient - yes; disposition: emergency dept in room 4. EKG done and signed by md. IV inserted and blood is collected and sent to the lab. Put on continuous cardiac and b/p monitor /es/ (B)(6) rn registered nurse signed: (B)(6) 2021 12:25 ros: ten systems reviewed and negative except as mentioned in the hpi physical exam: vitals (most recent, as listed in the electronic record): b/p: 171/92 ((B)(6) 2021 11:55) pulse: 76 ((B)(6) 2021 11:55) rr: 18 ((B)(6) 2021 11:55) spo2: 97 ((B)(6) 2020 09:14) workman, (B)(6) confidential page 11 of 54 temperature: 97.9 f [36.6 c] ((B)(6) 2021 11:55) height: 65.5 in [166.4 cm] ((B)(6) 2021 13:24) bmi: 40.6, pain: 2 ((B)(6) 2020 09:14) (0-10 scale) weight history - most recent three weights: (B)(6) 2020 at 08:40:13, weight: (B)(6) lbs, appearance: [ x ] well developed, well-nourished [ x ] no acute distress head: [ x ] nc/at lungs: [ x ] cta [ ] wheezes [ ] rhonchi cardiovascular: decision to admit: medical decision making: patient presents with onset of shortness of breath last night worse with laying flat did report an episode of left-sided chest pain, nonrating, lasted only a minute, and has no further episodes since last night patient appears well nontoxic. Unremarkable vital signs breathing comfortably clear lungs benign abdomen EKG without acute changes labs without acute abnormality chest x-ray obtained, report as follows: ' impression: no acute cardiopulmonary disease. " CT angio chest obtained, report as follows: ' impression: workman, robert harold confidential page 12 of 54 evaluation for pulmonary embolism is limited due to contrast bolus. There is no fixed filling defects seen in the main pulmonary arteries to suggest pulmonary embolism. There is no lymphadenopathy. Calcified lymph nodes are likely related to prior granulomatous disease. Procedure/test name: ldct thorax screening w/o contrast date/time exam performed: (B)(6) 2021 at 0647 ordering location: -- requesting provider: (B)(6); reason for study: lung cancer screening performing location: (B)(6) vamc; clinical history: lung cancer, screening radiologist report: multiple axial slices obtained through the thorax. Examination performed without contrast following low-dose protocol. Dlp 233.40 mgy-cm. Comparison to study dated (B)(6) 2020, there is no lymphadenopathy. Calcified lymph nodes are likely related to prior granulomatous disease. Coronary artery calcifications. Trachea and mainstem bronchi are patent. There is no suspicious pulmonary nodule. Calcified granuloma. Evaluation of the upper abdomen is limited on a low-dose study. Status post cholecystectomy. Calcified granulomas. Degenerative change in the spine. Impression: lung rads category 2. Continue annual screening with low-dose CT in 12 months. I would like to see some action taken to expedite priority patients as per fed regulations. FDA safety report ID # (B)(4).